Event description:
Further information was received indicating that the pulse generator was switched off on (B)(6) 2014.

Event description:
It was reported that device diagnostics resulted in low impedance. The device was left programmed on at the request of the patient. There was no patient manipulation that may have caused or contributed to the low impedance. X-rays were taken and the x-ray report was sent to manufacturer for review. No lead break or sharp angles were observed on the assessed portion of the lead. No anomalies were identified on the patient's vns system. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device was programmed off. No known surgical interventions have been performed to date.